Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the air reamer/ drill device did not turn. There was no delay to the surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device power supply was deformed and bent. It was further observed that the adjustment unit and air inlet were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.